Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device was not activated, yet turned on and just keep on delivering energy and burning. The pt received a 5 cm long third degree burn from the inside to the outside of the leg. Staff excised the burnt tissue, then stitched and bandaged. A replacement unit was used to complete the procedure. The hospital notified the maquet territory manager that the pt's wound is ok.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.